Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the mid right coronary artery (mrca). During an attempt to dilate the lesion using a 3.0 x 15 mm trek rx balloon dilatation catheter (bdc), the balloon was noted to rupture during the first inflation at 10atms. Therefore, an alternative device was used and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.